Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Manufacturer narrative:
No issues with the reagent were identified based upon information provided for investigation.

Event description:
On (B)(6) 2014, the customer asked for help in interpretation of human chorionic gonadotropin (hcg), stat (short turn around time) results for three patients. These three patients are females in their 20s who were found to have a hydatidiform mole after giving birth and on monitoring of hcg stat results. According to the customer, the hcg stat results have not dropped enough after giving birth. For patients 1 and 2, it has been more than 20 weeks after they have given birth and hcg stat results have been around 1.0 miu/ml. Patient 3 gave birth 17 months ago and hcg stat values dropped once below 0.5 miu/ml after 2 to 3 months, but elevated again to 1.7 miu/ml 9 months after giving birth. The customer was asked to try testing these patients with different test methods. On (B)(6) 2014, the customer reported that they tested samples from these patients with a different hcg testing method and the results for all three patients were <0.4 miu/ml. These same three patient samples were tested with the hcg stat test on the e411 analyzer and all three samples had results of around 1.5 miu/ml. All results for these patient samples were reported outside of the laboratory. The customer was asked, but could not provide the specific date that the event occurred. The e411 analyzer was installed at the customer site in (B)(4) 2011, but no maintenance had been performed on this instrument since that time. The importance of maintenance was explained to the customer. The three patients had CT and MRI scans performed to check the hydatidiform mole, but were not adversely affected due to the event. The hcg stat reagent lot number and expiration date were asked for, but not provided. A maintenance check was subsequently performed on the analyzer by the field service engineer. The following actions were performed on the instrument: instrument adjustments were performed, voltage and temperature were checked, it was cleaned and oiled, and parts were exchanged. Performance testing, calibration, and control measurement were also done. The instrument now works normally after maintenance and checks. Based on the available data, a clear root cause could not be determined. As the patients had hydatidiform moles, this patient group may exhibit enhanced hcg levels, which may explain the observed results. As no instrument maintenance had been performed since installation, it is possible that this could also be a root cause of the issue. In addition, an instrument issue could not be excluded. An interference issue with the samples also could not be excluded. The customer was asked to provide the patient samples for investigation, but could not provide these.